Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora balloon catheter was attempted to be used to treat a lesion in the first diagonal branch of the lad. There was no damage noted to the device packaging. The device did not pass through a previously deployed stent. It is reported that a balloon burst occurred during balloon inflation. No patient injury is reported.

Manufacturer narrative:
The euphora balloon catheter was being used to pre-dilate a lesion. There was no tortuosity. There was no impression of severe calcification, and stenosis rate was 90%. Dcb was scheduled, only poba was attempted. The device was inspected before use with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated prior to use of the euphora. Resistance was noted while advancing the device to the lesion. The device was pushed with excessive force, but it was not pushed as much as the catheter bounced. During the initial inflation, when the pressure was applied to 6 atm, the event occurred. The device was not moved or repositioned prior to the burst. There was no backflow of blood. The lesion was not post-dilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with contrast visible in the balloon and inflation lumen. The balloon could not be inflated due to crystallized contrast in the inflation lumen. The device was placed in the waterbath to disperse the contrast in the inflation lumen in order to aid inflation. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the mid-section of the balloon, distal to the markerband. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately distal to the markerband. It was not possible to get clearer images of the balloon surface due to the level of hardened contrast in the balloon. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.